Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: an e216 (scope communication err) occurs. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to damage on the charged coupled device (ccd) unit. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device inspection, the bronchovideoscope exhibited due to damage on the charged coupled device (ccd) unit, e216 (scope communication err) occurs. There were no reports of patient involvement.